Event description:
A customer reported a lo (less than 40mg/dl) when scanning the adc freestyle libre sensor compared to the hcp meter. On (B)(6) 2019, the customer experienced tremors, sweating, headaches, and increased thirst and was treated by an hcp with novorapid 18 units for a blood glucose of 491mg/ dl obtained on the hcp meter. The customer was diagnosed with hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a lo (less than 40mg/dl) when scanning the adc freestyle libre sensor compared to the hcp meter. On (B)(6) 2019, the customer experienced tremors, sweating, headaches, and increased thirst and was treated by an hcp with novorapid 18 units for a blood glucose of 491mg/ dl obtained on the hcp meter. The customer was diagnosed with hyperglycemia. There was no report of death or permanent injury associated with this event.